Event description:
Pt had right hip replacement surgery done on (B)(6) 2009. The recovery period was painful. Pt complained of limping and severe discomfort. Surgeon suggested hydrotherapy. Pt fired surgeon and sent back to pcp. Pcp referred pt to several specialists such as rheumatologist and neurologist. Pt states that he was sent for several tests including emg, mcv, hip aspiration, x-rays, blood work, MRI and "arterioflow" test. Pt states he was diagnosed with metallosis, osteolysis and was told that the right hip he had surgery on was smaller than the left hip. Pt was told that there were complications with asr implants and was scheduled for another surgery which took place on (B)(6) 2010. Pt had 3rd surgery on right hip on (B)(6) 2010 due to infection and given a PICC line and placed on i.v. Antibiotics for six weeks.